Event description:
It was reported that during a stenting treatment procedure a stent fracture occurred. The target lesion was located in the ostium of a saphenous vein graft (svg) to the circumflex artery (cx). A 4.00x16mm promus element stent delivery system (sds) was advanced to the lesion and successfully deployed. The lesion was post dilated with a 5.00x15mm quantum apex balloon. The balloon catheter was removed from the patient and it was noted that the deployed stent may have fractured. The physician was unsure if a stent fracture did occur, but as a precaution a 5.00mm bare metal stent was deployed over the promus element stent. No additional patient complications were reported. The patient was discharged from the hospital in stable condition. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).